Event description:
The home patient (hp) contacted baxter's technical service center regarding a spike that disconnected from the heater bag on the homechoice (hc) machine during use. The hp stated, he was not connected. The hp stated that while connecting the heater bag with the compact exchange device, the spike came out of the bag. The technical service representative explained that if the spike comes out after the seal on the bag has been broken, the hp should start over with a new bag and new cassette,. The hp understood explanation and would start over with new supplies. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a connection issue. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the issue was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.